Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo connector was found damaged and was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not saving pt images. (Data loss). There is no report of injury or death associated with the event described in this complaint.